Manufacturer narrative:
Based on the available information, rse evaluated the device remotely and found an error in the device logs, confirming that it was due to a defective therapy card. Philips sent the dfm100 assy therapy (453564489061) to resolve the issue. After replacing the therapy card, the device displayed an error message: "system failure, and the operating tests were unsuccessful." After reloading the software, the customer confirmed that the error message was no longer present and that the device was functional. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a software issue. Further root cause was not determined. The reported problem was confirmed. Reporter information: (B)(6).

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the device fails the defibrillation test. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.